Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. This is a final report.

Event description:
Customer reported that on (B)(6) 2010, the test did not start on her freestyle flash blood glucose meter after a blood sample was applied to a test strip inserted into the meter. She further reported experiencing lightheadedness, disorientation, had "no feeling" in her legs and subsequently fell. Early the next day ((B)(6) 2010) at 2:00 or 3:00 am customer self-presented to a local healthcare facility where she was diagnosed with severe hypoglycemia, but did not receive any diabetes-specific treatment. However, customer did receive a splint to her ankle and was prescribed ibuprofen 800 mg. Tablets. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: while troubleshooting with customer service, it was revealed the customer was attempting to test using expired test strips (exp: april, 2007) and the sample was not applied to the test strip correctly.